Manufacturer narrative:
The revision procedure has not been performed or scheduled. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, this device could not be interrogated. After several troubleshooting techniques were unsuccessful, it was determined the device may be experiencing premature battery depletion. As a result, a revision procedure was going to be scheduled. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was analyzed. A longevity calculation was performed, which confirmed the device had failed to meet longevity expectations. The device case was opened and the battery was replaced with an external power supply. Electrical measurements noted a high current condition. Further detailed analysis isolated the high current condition to a degraded low-voltage capacitor, causing the reported field observation.

Event description:
.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Information was subsequently received that this device was explanted. No additional adverse patient effects were reported.